Event description:
Same case as MDR ID: 2134265-2015-03321. It was reported that balloon rupture occurred. Vascular access was obtained via the same side of right posterior tibial artery (pta)utilizing an anterograde approach. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the severely calcified and moderately tortuous right pta. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter advanced for dilation. However, on the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and was exchanged with another 1.5mm x 20mm x 143cm coyote¿ es balloon catheter. During the first inflation at 14 atmospheres for 20 seconds, the second balloon also ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter. Magnified inspection of the balloon revealed a pinhole in the balloon material at the distal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03321. It was reported that balloon rupture occurred. Vascular access was obtained via the same side of right posterior tibial artery (pta)utilizing an anterograde approach. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the severely calcified and moderately tortuous right pta. A 1.5mm x 20mm x 143cm coyote es balloon catheter advanced for dilation. However, on the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and was exchanged with another 1.5mm x 20mm x 143cm coyote es balloon catheter. During the first inflation at 14 atmospheres for 20 seconds, the second balloon also ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.